Manufacturer narrative:
Literature citation:toshiyuki okazaki, hiroshi nakagawa, kenji yagi, hitoshi hayase, shinji nagahiro, koji saito "bone scintigraphy for the diagnosis of the responsible level of osteoporotic vertebral compression fractures in percutaneous balloon kyphoplasty" average age: 76 years(range: 60-92 years); 21 female and 9 male. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported in an abstract that total of 30 consecutive patients were treated with bkp for 38 times since (B)(6) 2012. 11 patients had acute multi-level vcfs. Bone scintigraphy was performed pre-operatively except for the first case and the case with a chronic course and the level responsible for the pain was defined with bone scintigraphy. As post-op complications, cement leakages in 21 vertebrae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.